Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 571 mg/dl at the time of the incident. The customer was at 400 mg/dl at home before they left for the emergency room. The customer went from low to high. The customer had bolused for dinner and did not finish their food, and they went low. The customer used juice and food to treat the low. The customer had symptoms of high such as vomiting. Feeling sick, and behavior change. The customer was given fluids, nausea medication, and insulin to treat the high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump and the customer were not available at the time of the call. The insulin pump will not be returned for analysis.